Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported after a day after the device was replaced, the left ventricular lead was not able to capture at maximum output. The lead was explanted and replaced. The patient was administered medication following the procedure. The patient was discharged in stable condition.